Manufacturer narrative:
Reliability analysis inspected 1 opened and used infusion set and performed manual prime test using a new lab reservoir along with a 5xx insulin pump. The infusion set failed per specification due to found infusion set occluded at tubing quick release connection needle side. No bent cannula. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer reported that the no delivery alarm was recurring. The customer's blood glucose was high at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer performed fixed prime and the insulin did exit. The customer reported that they found that the cannula was bent after removing the infusion set. The infusion set will be returned for analysis.